Event description:
No additional information.

Manufacturer narrative:
Investigation results: one 2000e china sample was received for investigation of pr 9498231; no packaging was received with the sample. No samples of any connecting products were received to aid the investigation. The customer reported that the smartsite from lot 23035350 "leaked during infusion use and then broke when the nurse removed it for inspection". A visual inspection of the returned sample confirmed that the male luer had snapped at its base, however the broken part was not received with the rest of the sample. No other damage or sources of leakage were observed from the smartsite component. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. A review of the production records for lot 23035350 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the female luer, or use of a female luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle free valve was leaking the following information was received by the initial reporter with the following verbatim: the product leaked during infusion use and then broke when the nurse removed it for inspection; samples can be returned, green claims are required, complaint response letters and acceptance letters are required.